Event description:
Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2013. It was reported that the explanted generator was eri = yes and that diagnostics tests performed were within normal limits. An implant card was received on (B)(4) 2013 which indicated that the generator was replaced and the lead impedance with the new generator and existing lead was "ok". The generator was received by device manufacturer on (B)(4) 2013 for product analysis; however, the analysis has not been completed to date.

Event description:
Analysis showed that the generator performed according to functional specifications. The battery measured 2.796 volts and showed an ifi condition. It was found that 86.895% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2012 noted that the patient has been experiencing an increase in breakthrough seizures since the patient's last visit on (B)(6) 2012. It was also noted that the patient was started on low dose trileptal on (B)(6) 2012 and that the patient has been seizure free since then. Additionally, it was noted that device diagnostic testing was "ok" and "ifi warning". The patient has been scheduled for generator replacement surgery for the device nearing end of service; however, the surgery has not occurred thus far. Attempts to obtain additional information have been unsuccessful to date.